Event description:
It was reported that the patient presented to the hospital for a scheduled pacemaker changeout. Prior to opening up the pocket, it was discovered that the right ventricular (rv) lead exhibited low pacing impedance and poor sensing measurements. The rv lead was capped and replaced on (B)(6) 2022. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.